Event description:
The sales rep reported on behalf of the customer that a revision surgery was performed on a pt, who had received the initial hip implantation in (B)(6) 2011 following a gurdelstone. He explained that the implant was luxated, the bipolar head was luxated on the outer part of the constrained liner. He added that during the revision the surgeon used a 690-00-22e insert and a +5 head.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report.